Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) units screen flickers and tingles. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer repaired the unit. The fse reported that no additional information was provided by the customer as to how the unit was repaired, because they don't know how they fixed it. All functional and safety checks have not been performed. The unit was returned to clinical use by the customer.